Event description:
A customer contacted global technical services regarding assistance with starting over with a new cassette because he pulled the caps off too early and wants a new cassettes on the homechoice (hc) unit. Hc at "connect bags". The technical service representative (tsr) cycled power and removed cassette at "load the set". Hp will start over with a new cassette. No injury or medical intervention was reported.

Event description:
During a follow-up with the home patient (hp) to obtain additional information, it was found that he was not yet connected and got ahead of himself and pulled off the caps on the cassette too early. The hp stated that he started over with a new cassette and everything has been fine. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient removing the tip protectors too soon and wanted to start over with new supplies. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Problem resolved over the phone.